Manufacturer narrative:
(B)(6) - zipper teeth do not connect. Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer claims that while in use, the large side panel has zipper damage. The teeth do not connect when zipped shut. There was no pt incident or injury reported.